Event description:
Patient underwent a bedside lumbar drain removal complicated by a retained piece of fractured catheter, which required surgical removal. Fractured retained catheter was in the fascia.